Event description:
It was reported that the bd¿ phlebotomy sharps collector lid claws do not fit into the base and cause the lid to open. The following information was provided by the initial reporter, translated from japanese to english: this is a lid issue of sharps collector. The customer reported as follows: we close the lid, but all or some of claws at four corners do not fit into the base. Even when some fit into the base, we hear a clicking sound, which gives us the impression that all the claws fit properly. In recent days, we have experienced this issue about 10 times; we have noticed some before use and some during use. We feel uneasy because if we do not notice this issue, it may cause a risk of the lid opening.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and MFR site as flextronics is an OEM manufacturing site. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: no. D9: returned to manufacturer on: na. H6: investigation summary. A DHR review was performed, the result showed there were no issues reported like assembly difficult for the lot number reported (1309958) under this complaint. Also, a review of the ncmr¿s was performed; the result showed one issue reported for the same part number throughout the previous twelve months. According with the pictures provided from customer it can be seen the following: 1. There are no visible damages on the lids and bases, however it can be noticed from some of the corners of the product, that the lid is not fully assembled to the base (latches not fully engage). 2. The lot number 1309958 reported under this complaint was manufactured by flex on november 5, 2021. Based on this investigation and information provided (pictures and lot number), within the report, customer describes that all or some of the claws at four corners do not fit into the base. With the collected information, it can be concluded that this issue could be related to the manufacturing process, however, sample is needed in order to determine the root cause of this issue. Based on the evidence provided from customer, this issue could potentially be related to the manufacturing process due to line clearance omission at the time to withdraw defective pieces, however, sample is needed in order to determine the root cause of this issue since this could also be related to user misuse, incorrect handling, use, storage, transportation issues or inappropriate environment that could cause deformation.

Event description:
It was reported that the bd¿ phlebotomy sharps collector lid claws do not fit into the base and cause the lid to open. The following information was provided by the initial reporter, translated from japanese to english: this is a lid issue of sharps collector. The customer reported as follows: we close the lid, but all or some of claws at four corners do not fit into the base. Even when some fit into the base, we hear a clicking sound, which gives us the impression that all the claws fit properly. In recent days, we have experienced this issue about 10 times; we have noticed some before use and some during use. We feel uneasy because if we do not notice this issue, it may cause a risk of the lid opening.